Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator calibration filed were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.